Manufacturer narrative:
The product was received. Visual review of the component found that the liner appeared to have been attempted to seat at an angle. The deformation of the poly material on the barb on one side of the component shows this. This likely could have occurred as visual damage the bottom of the liner is present from the liner coming into contact with a screw that was no fully seated inside the shell. Dimensional analysis was conducted using a mylar and dimensions were found to be conforming. Based on the above, it is likely that the product was conforming when it left biomet control and the technical root cause was due to improper positioning, as the screw was not fully seated." Review of device history records found these units were released to distribution with unrelated deviations. Review of complaint history found no additional issues for this part/lot. Complaint history was attached in excel format and reviewed. Review of complaint history found no additional issues reported for item: 010000982 lot: 3303000 combination. Completion of the investigation relayed to the sales rep via email. Inconclusive-root cause cannot be determined; use error caused or contributed to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty on an unknown side on (B)(6) 2014, the g7 freedom liner failed to lock in the cup. Another liner was used to complete the procedure.